Event description:
It was reported that the left ventricular (lv) lead was replaced due to high thresholds, high impedance, and undersensing. It was also reported that a fracture was visible approximately 5 centimeters proximally of header/connector. The lv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. (B)(4).